Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed in (B)(6) 2019. As per the reporter, the left implant broke two months post index procedure.

Manufacturer narrative:
Additional data: d10, h3, h6. Device evaluation: visual inspection revealed the nail was broken at the top of housing tube right below the second hole, therefore, the reported failure was confirmed. Functional testing and x-ray were not applicable due to the condition of the nail. Based on the information provided, the nail may have broken due to stresses generated by weight bearing prior to full bone consolidation. The device history records were reviewed and no discrepancies were found related to this complaint. The devices were manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
See updated fields d10/d11: concomitant medical products, h3, h6.